Event description:
It was reported that the patient¿s pump was taking a prolonged time to charge, and the technical support team was unable to review the pump history. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.